Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in pacing impedance and loss of capture were noted on the atrial lead. Lead dislodgment was suspected but not confirmed by diagnostic imaging. No intervention was performed and the patient was stable and will continue to be monitored.